Event description:
Reporter indicated that a pt experienced an increase in seizures, relationship to pre-vns baseline unk. The seizure increase occurred after the pt's parameters were decreased due to scm muscle spasms. Good faith attempts for add'l info have been unsuccessful to date.